Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise resulting in pacing inhibition greater than 2 seconds in duration. Boston scientific technical services (ts) noted that the noise appears myopotential in nature and suspects lead insulation damage possibly from lead-on-lead contact. The lead sensitivity was modified and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.